Event description:
Removal of silicone breast implant after 14 years implanted. Shell of implant had dissolved into surrounding tissue. Silicone gel released into body. Implanted 1980, removed 1994. Resulted in arthritis, skin rash, fatigue.